Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system. It was noted that the patient had a known history of 2:1 atrioventricular (av) block. Upon review, oversensed myopotential noise with up to four seconds of pacing inhibition was seen on multiple egms. However, it was unclear whether there was asystole due to possible intrinsic beats seen throughout the noisy signals. The patient was seen in clinic and the decision was made to reprogram to right ventricular (rv) unipolar sensing with automatic gain control (agc) 0.6mv due to low amplitude r-waves (1mv) that day. This pacemaker system remains in service. No adverse patient effects were reported.